Event description:
Implant card was received reporting generator replacement due to, "patient pulled generator out of chest". Response was received from physician. The event appears to have been caused by patient induced trauma.

Manufacturer narrative:
B5: describe event; corrected information, initial report inadvertently omitted information known prior to submission. D6b: if explanted, give date; corrected information, initial report inadvertently omitted information known prior to submission. H6 adverse event problem codes; corrected information, initial report inadvertently omitted information known prior to submission.

Manufacturer narrative:
H3 ¿ device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported patient was recently seen in emergency department due to extrusion of the vns generator, no infection seemed to be present. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.